Event description:
At 1930, when I was assessing my patient when the pca alarmed acknowledged low volume. Upon assessment, the pt had 27ml of dilaudid left in the cartridge. Throughout the night, the patient continued to press the button for pain relief and the verification sound was heard. The pump seemed to be working fine. At 0500, when I went to clear the pump, the setting said she should have received 12.1mg. When I assessed the cartridge at 0600, there was 26ml of dilaudid left. Therefore, the pt only received 1mg of dilaudid throughout the night.